Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient underwent a filter placement procedure in which celect-uni-pt, was used. Filter did not deploy, and it was observed that the release mechanism didn¿t seem to function as normal. The physician resheathed and removed the deice and another device was used instead. The patient was not harmed. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use excessive force should not be exerted in placement of the filter. Based on the provided information a likely cause is that excessive tension prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: lead interventional radiology. PMA/510(k): k171712 investigation is still in progress

Event description:
Description of event according to initial reporter: a patient underwent a filter placement procedure in which a cook celect platinum navalign uniset vena cava filter set, g34505, was used. The filter did not deploy. When the button was pushed to deploy the filter there was no clicking noise, no resistance, no spring action to know the filter deployed as there normally is. The device was resheathed and removed from the patient. Another of the same device & lot number was opened and used to complete the procedure with no further complications. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.